Event description:
The ge oec 9800 fluoroscopy system reportedly lost data.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hard drive that was removed and replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.